Event description:
The facility reports the cna was transferring the resident from the wheelchair to the bed. The cna attached the sling to the hanger bar and raised the resident out of the chair. The cna turned the lift and resident to position the resident over the bed. The hanger bar detached from the unit, dropping the resident on the floor. The resident was sent to the emergency room and was determined to have no injuries.